Event description:
The manufacturer received information respiratory tract irritation, dizziness and/or headache asthma, eye irritation, nose irritation, skin irritation, kidney disease/toxicity, liver disease/toxicity, chronic bronchitis, chronic sinusitis and sinus infections, extreme fatigue stage 2 kidney disease, chronic dry throat. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.